Manufacturer narrative:
The shuntsystem with catheter and reservoir were returned in a returnkit, the product was in an unknown liquid. The progav2.0 valve was set to pressure range 0 cmh2o. During visual inspection, scratches were observed but no obvious abnormalities. To proof the penetrability, a permeability test was performed. This test was performed at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The investigation showed that the progav2.0 valve was permeable. The valve was penetrable. The permeability test of the catheters is also positive and the catheters were permeable. An adjustment test was performed with the standard progav2.0 check mate and measurement tool. The valve was adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that every adjustment was possible. To measure the braking force, the valve was investigated with a braking force apparatus. The measurement of the braking force is inside the tolerance. Based on the investigation results, it is not confirmed that the shuntsystem was blocked. No further actions are required.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6) . It was reported that the valve is not adjustable.